Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil got stuck in the middle of a non-stryker microcatheter and during an attempt to retrieve the device the coil got detached. It was noted that the microcatheter inner diameter was compatible with the subject coil. The device was confirmed to be in good condition prior to use and there is no indication of a user error. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of coil in catheter friction and main coil prematurely detached/separated during use.

Event description:
It was reported that during the internal portosystemic dysfunctional aneurysm (ipda) procedure, the subject coil got stuck in the middle of the microcatheter shaft, so entire microcatheter was retrieved. When attempted to remove the subject coil from the microcatheter, the coil got detached. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.